Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. According to the hcp, beginning on an unknown date the patient was not using their stimulator as it did not help any longer with their pain. The patient could not get an MRI. They saw an orthopedic surgeon for a potential surgery but they couldn¿t do anything without MRI imaging so the patient opted to have the system removed. The system was explanted per the patient¿s request. The patient did not want any troubleshooting performed; they said it did not work and needed an MRI so they opted for an explant. The customer refused return of the explanted components. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.